Manufacturer narrative:
Following the reported event, five opened devices were returned for investigation to steris endoscopy for review. Upon review, it was found that the jaws of all five devices were able to be opened and closed without issue. Two of the devices had bends and curves in the spring sheath which could indicate over articulation of the device during use. The IFU for the biopsy forceps states, "the whole device should be checked whether there is any damage (i.e.bend of connection part and inflexible opening and closing of forceps) before using this product. If the problem exists, please do not use. Do not force the distal end of the insertion portion against body cavity tissue. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. Do not insert the instrument into the endoscope while the cups are open. Otherwise, patient injury, such as perforation, bleeding, or mucous membrane damage could occur. It could also damage the endoscope and/or instrument. Biopsy may cause bleeding. If you take a large sample or press the instrument's distal end against tissue excessively, the risk of bleeding will increase. Perform biopsy on minimum necessary spots only. Potential complications: those associated with gastrointestinal endoscopy include, but are not limited to: mucosal tearing, swelling, bleeding, perforation and infection." A steris clinical specialist offered in-service training on the proper use of the centra biopsy forceps serrated needle however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported that their centra biopsy forceps serrated needle was pulling the tissue and not cutting cleanly, which led to extra bleeding. The user had to release the tissue multiple times; however, the procedure was completed.